Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 8 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had never experienced severe pelvic pain and hair loss before she was implanted with essure. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy, essure was removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain had resolved and the alopecia, abdominal pain and abdominal distension outcome was unknown. The reporter considered pelvic pain, alopecia, abdominal pain and abdominal distension to be related to essure. The reporter commented: patient's pelvic pain resolved after she had the essure coils surgically removed. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was bilateral fallopian tubes had occluded. On (B)(6) 2012, the patient presented to the emergency room with complaints of pelvic and abdominal pain. On (B)(6) 2015, the patient presented for an office visit with complaints of abdominal pain and bloating. On (B)(6) 2015, the patient underwent an ultrasound to evaluate her symptoms. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 8 months after insertion. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had never experienced severe pelvic pain and hair loss before she was implanted with essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (bilateral salpingectomy, essure was removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the alopecia, abdominal pain, abdominal distension, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient's pelvic pain resolved after she had the essure coils surgically removed. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes had occluded. Diagnostic results: on (B)(6) 2012, the patient presented to the emergency room with complaints of pelvic and abdominal pain. On (B)(6) 2015, the patient presented for an office visit with complaints of abdominal pain and bloating. On (B)(6) 2015, the patient underwent an ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had never experienced severe pelvic pain and hair loss before she was implanted with essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (bilateral salpingectomy, essure was removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the alopecia, abdominal pain, abdominal distension, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient's pelvic pain resolved after she had the essure coils surgically removed. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes had occluded. Diagnostic results: on (B)(6) 2012, the patient presented to the emergency room with complaints of pelvic and abdominal pain. On (B)(6) 2015, the patient presented for an office visit with complaints of abdominal pain and bloating. On (B)(6) 2015, the patient underwent an ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: auto-immune, abnormal bleeding, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.